Manufacturer narrative:
This report is for an unk - screws: spine/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the surgeon will be removing a volar distal plate on (B)(6) 2021 for an unknown patient for an unknown reason. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - plates: distal radius. This is report 1 of 1 for complaint (B)(4).